Event description:
It was reported the patient¿s stimulation was turning off and the problems began three weeks prior to report. It was stated it hurt down the patient¿s leg and vaginal area and stimulation was off. It was stated the patient fell in (B)(6) 2013 and hurt her knee. The patient was able to sync and confirmed stimulation was on and her amplitude was at 1.3. The patient was redirected to her healthcare provider. It was reported the patient had issues with her therapy. It was stated the patient would experience pain and find the device off. It was stated this began about two weeks prior to report, and the pain was a sign the implant was off.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va03zbp, implanted: (B)(6) 2013, product type: lead. (B)(4).